Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited high pacing impedance and the defibrillation impedance could not be measured due to noise. Additionally, there was loss of capture noted at high output. A chest x-ray revealed insulation damage. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.